Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "power lost while pump was on." Functional testing was unable to duplicate the reported issue. Signs of fluid ingression were observed on the keypad overlay and lens which may have been a cause of the issue. The investigation determined that a defective keypad was the cause of the reported issue. The keypad was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps shutting off and powering back on when a key is pressed. No patient involvement reported.